Manufacturer narrative:
Visual inspection confirms that the distal hexalobe on the driver shaft has sheared off at the base of the hexalobe. The root cause is likely due to improper loading before torque delivery through the driver tip. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off when placing a screw into a patient. The tip of the driver remains in the patient. No further complications were reported as a result of this event.